Event description:
Noticed hand held ligasure device was shedding blue pieces from tip. Replaced device. No apparent harm to patient. No blue pieces noted in surgical field.this is the second event that this facility has had with this device. The first patient event occurred approximately one month before this event.